Event description:
It was reported that a vented paclitaxel set was leaking from the chamber during infusion of an unspecified chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A visual inspection was performed with no issues noted. Gravity testing, for leakage, was performed with no leaks noted. The reported condition was unable to be replicated with the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.